Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the electrode belt had an open pulse wire in ECG "a" and "b" to the front therapy electrode (te) cable. Additionally, there was an open between ECG "a" and the front te. The root cause of the open wires is excessive force. No adverse event resulted from the damaged wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it was receiving check therapy pad messages.